Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels (33 mg/dl). Reportedly, the customer was found unconscious prior to being hospitalized, and fell into a diabetic coma. Customer was treated with saline and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.